Event description:
Removal of dental implant. The clinican identified the reason of removal as pt bone quantity

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.